Event description:
It was reported that prior to using a bd¿ needle 1 in. Single use, sterile, 18 g, foreign matter was observed on the needle. The following information was provided by the initial reporter: a ¿graphite¿ like residue on the needle.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to using a bd¿ needle 1 in. Single use, sterile, 18 g, foreign matter was observed on the needle. The following information was provided by the initial reporter: a ¿graphite¿ like residue on the needle.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 25-apr-2022. H.6. Investigation: it was reported that there is a graphite like residue on the needle. To aid in the investigation, twelve samples and five photos were received for evaluation by our quality team. Eleven samples came in sealed packaging blisters and one sample came in an opened packaging blister. A visual inspection was performed and six of the twelve samples have discoloration. No other defects or imperfections were observed. In the five photos provided, one photo shows a rounded black mark on a connection of a bag, the next photo shows a pair of gloved with black marks, and the remaining photos show samples of needles with discoloration. Samples were then sent for laboratory analysis. The analysis confirmed the foreign matter as a silicone base. Samples were sent for further testing to confirm the nature of the foreign matter that induced the black marks on the gloves. Further investigation identified the tube mill at the annealing oven as the probable source of the discolored needles. At one moment of time the atmospheric conditions mainly ammonia concentration and temperature became imbalanced causing the stainless steel of the cannula to degrade and a black spot to form. The black spot can then be elongated on the cannula process during the remaining annealing processing. The conditions to create these black spots are extremely rare and can only be detected by operators on the line. Based on the analysis it is expected that up to twenty needles could have been created with discoloration. Analysis performed by bd franklin lakes confirmed that the inner diameter was not discolored. Also that the discolored od surface had only silicone that is applied in the manufacturing process and stainless steel constituent metals. A device history record review was completed for provided material number 305195, lot number 1144449. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the current investigation and with the returned sample analysis the symptom reported by the customer is confirmed. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of foreign matter with lot #1144449 regarding item #305195.